Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. The customer's blood glucose level was 397 mg/dl. Tandem technical support made multiple attempts to follow up with customer but were not able to.